Manufacturer narrative:
The lead was not able to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited poor sensing measurements. A different lead of the same model was implanted to complete the procedure. No adverse patient effects were reported.